Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2014-05665. It was reported that a guidewire was stuck on a rubicon 14, 150cm. The peripheral rotawire and rubicon 14 were working in conjunction with each other when they got stuck together. The physician pulled out the devices from the patient while they were still stuck together. The physician completed the procedure with another of the same device. There were no patient complications and the patient's condition is fine.

Event description:
Same case as MDR ID 2134265-2014-05665. It was reported that a guidewire was stuck on a rubicon¿ 14, 150cm. The peripheral rotawire¿ and rubicon¿ 14 were working in conjunction with each other when they got stuck together. The physician pulled out the devices from the patient while they were still stuck together. The physician completed the procedure with another of the same device. There were no patient complications and the patient's condition is fine.